Event description:
A us distributor returned a monitor indicating that it reset during pulse testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during pulse testing) was confirmed. Upon evaluation, there were belt communication faults during pulse testing. The cause of the reset is belt communication faults. The cause of the belts communication faults is fractured solder connections at the u413 can controller component. The root cause of the fractured solder connections cannot be positively identified. No adverse event resulted from the defective component.